Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2009. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to nickel sensitivity, pain and instability. The femoral component and bearing were removed and replaced. A review of the invoice history confirmed the initial surgery date; however, a revision invoice could not be located to confirm the revision procedure and which components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.there are warnings in the package insert that state that these types of events can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain."this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06364 & 06365).